Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported at there were several episodes of noise and non-sustained right ventricular oversensing (nsrvo) noted on the rv lead via remote transmission. Diagnostic imaging was performed, and there were no anomalies noted. No further intervention was performed and the patient was stable with no consequences.